Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified special therapy product (infusor) underinfused while in use on a patient for the treatment of a bacterial infection. The device was filled with an antibiotic and was set to infuse over 24 hours. The infusor was connected to the patient at 10:00 a.m. And the following morning at 6:00 a.m., it was observed that the balloon did not deflate. It was reported that there was an interruption of therapy of 20 hours. The issue was resolved by connecting a new baxter infusor. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.